Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, it was reported to animas that the patient¿s blood glucose was 550 mg/dl without symptoms or signs of hyperglycemia on (B)(6) 2014. It was reported the patient self-treated with an insertion-site change and unspecified additional treatment. The reporter noted the patient remained on the pump. Reportedly, the patient¿s healthcare provider (hcp) made recent basal rate changes to the pump¿s setting and requested that the pump be replaced. Troubleshooting and pump settings and history review could not be completed. This complaint is being reported because the reported hyperglycemia was attributed to an alleged inaccurate delivery malfunction of unknown cause.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/02/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the last basal and bolus deliveries occurred on (B)(6) 2014. The pump was manually suspended on (B)(6) 2014 at 14:32 and resumed at 14:50 the same day. There were no alarms or issues observed. The basal and bolus histories correctly matched the total daily dose history. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump successfully passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.